Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported waking up during drain 4 and finding fluid leaking from the cassette door. He found a crack in the soft side of the cassette. He discarded the set. During follow up, the patient reported no signs of infection. He informed his pd nurse but was not prescribed any antibiotics. No adverse event reported at this time.